Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low sensor reading on the adc device, compared with the competitor's unspecified reading. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer reported experiencing nervousness and self-managed by administering humalog insulin (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 60 mg/ dl, 70 mg/ dl and 60 mg/ dl were compared to a competitor brand device reading of 340 mg/ dl, 370 mg/ dl and 440 mg/ dl respectively and the results, when plotted on a parkes grid, fell into the "d" zone, showing the difference in values to be clinically significant. The sensor has been worn for 3 days. It is unknown when these readings were obtained in relation to the reported adverse event.